Manufacturer narrative:
The surgeon removed the right tmj devices due to infection, and she plans to implant new devices soon. Multiple mdrs were submitted for this event (reference: 2031049-2021-00026).

Event description:
The right tmj devices were removed due to infection.